Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported they received inaccurate nibp measurements on the root vs with a masimo reusable pediatric, infant, and critikon neonatal limited reusable blood pressure cuffs. A critikon to masimo adapter was used. No patient impact or consequences were reported.